Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's last known blood glucose was 156 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also stated they did not press the cap while connected to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a high motor current draw. The insulin pump had minor scratches on the display window.